Event description:
Unfortunately, I had another unconscious episode. It occurred at (B)(6) and 2 people were standing over me and asked me if they could help me. I answered yes and the next thing I remember was being in (B)(6) ambulance. I was completely out of it and the 2 emt techs told me they found me in the snow. I asked what my bg was and they told 32. They also told me that my body temp was 94, severe hypothermia. They once again had me on a I-v of dextrose to get my bg back to normal. Once we got to (B)(6) hospital they ER nurses put me on a warming bed to reverse the severe hypothermia. I almost died from severe hypoglycemia and hypothermia. I don't have any confidence in the medtronic 780g pump and especially your guardian 4 cgms. Bottom line they owe me big an explanation. I've had it.